Event description:
Same patient as MDR ID 2134265-2012-02238. It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via femoral artery. The lesion was moderately tortuous and severely calcified. It was 80% stenosed. Difficult positioning of a non-bsc guiding catheter without good hold. Positioning of a non-bsc guidewire in the left anterior descending artery (lad), due to lack of support, this was exchanged during intervention against another non-bsc guidewire. Pre-dilatation of lad stenosis with an apex 2.5 x 15 balloon and after that with an apex 3.0 x 15 mm balloon. Despite multiple pre-dilatation a 3.0 x 20 mm promus element could not be successfully advanced into the calcified stenosis region. After repeated pre-elongation with a quantum 3.0x15 balloon finally a non-bsc stent could be placed. The angiographic result was good. During intervention two 3.0 x 20 mm promus element stents could not be placed, both stents showed stent damage. No patient complications were reported. The patient's status was reported as stable.

Manufacturer narrative:
Device is combination product. (B)(4). Visual and microscopic examination revealed stent damage. The stent struts are stretched, twisted, damage and protrude over the device tip. The damage is consistent with the device encountering resistance during advancement or withdrawal. The outer diameter of the undamaged stent area met specification. The balloon and tip sections showed no issues that could have contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed the device met all the material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).